Event description:
Customer reported via phone, last night customer did a complete set change but she thinks something went wrong. Customer was feeling ill and noticed her blood glucose was 520 mg/dl, treated with manual injections. Changed her set again and by lunch time her blood glucose was 287 mg/dl. Customer declined troubleshooting for high blood glucose and just requested assistance with starting her sensor. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.